Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the grounding pad was not being recognized. The customer had already replaced the grounding pad a couple times. The customer received phone assistance from the technical service engineer (tse). Tse explained to the customer that there may be a patient-dependent issue. The customer will reseat the ground pad or use a third-party generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event was not resolved when the customer reseated the grounding pad. The surgical procedure was completed by exchanging the generator. The system had been inspected prior to use and there were no issues that were noted. When the reported event occurred, the surgical procedure had been in progress for at least 30 minutes. There were no post operative complications that were experienced by the patient.